Manufacturer narrative:
Brand name, common device name.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus. The customer's blood glucose (bg) level was impacted over 600 mg/dl with small traces of diabetic ketoacidosis. The customer took a manual injection to stabilize blood glucose level. As the customer had changed out the infusion set and cartridge prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.